Event description:
It was reported that the control module displayed error code l4-027 while retrieving samples. Before error occurred, the customer stated that poor samples were noticed. The case was completed by using a manual device to obtain specimens. After the case, the control module was rebooted several times and consistently displayed error code l4-027.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.